Event description:
Healthcare professional reported right side "rupture." The device has been explanted and not replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b1, b3, b5, e1, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Distributer on behalf of healthcare professional reported "rupture." This record is for the right side. The device has been explanted.

Event description:
Distributer on behalf of healthcare professional reported "rupture." This record is for the right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on feb 13, 2025 with lot number 2710882. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as fold flow opening. As per the investigation procedure creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.